Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming downstream occlusion and the patient stated the line was free from any kinks and all clamps were all open. They attempted to restart the pump several times, but the pump continued to alarm. Reporter had the patient gently press around the port site, but the pump continued to alarm. The silver clamp bar was locked so no additional trouble shooting was done. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair has been noted in the last 12 months. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed. Probable cause of the reported problem could not be determined.